Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. The device was observed to put out defibrillation energy within specifications. Root cause is unable to be determined. No parts were replaced. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted physio-control to report that their device was only charging to 79 joules. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was only charging to 79 joules. There was no patient use reported with the event.